Event description:
It was reported on a slice c form that a vns trd registry patient had made one suicidal gestures or attempts. The assessment revealed that the medical threat to life was characterized as "minimal" (e.g. Scratch on wrist). It was also indicated that the patient did not have suicidal tendencies. The patient has had a medical history of such gestures. The relationship between reported event and vns therapy is unknown at this time. Good faith attempts to obtain additional are underway.